Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. Customer¿s blood glucose 459 mg/dl. The customer reported that they had received the calibration not accepted alarm. Troubleshooting was declined for high blood glucose. The insulin pump will not be and sensor will be returned for analysis.

Manufacturer narrative:
Updated concomitant products.